Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 10 am. The patient advised the cca she does not take medication to manage her diabetes; however, continued to follow her usual management routine despite the alleged issue. An hour after the start of the alleged product issue, the patient claimed she felt a symptom of the shakes. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter and the correct test strips were being used for testing. The cca advised the patient the batteries needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Event description:
It was reported that during an unknown procedure, there was a cutting clip. No further information provided. There was intra operative bleeding, without more detail and despite several attempts. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Damaged cartridge cover, dropping or ejected clip the analysis results of the device found that it was received with the cartridge cover broken and with two clips overlapped. Upon firing of the device, seven clips were fed and properly formed and the remaining seven were ejected due to the found condition of the cartridge cover. No conclusion could be reached as to what may have caused the reported incident. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.